Event description:
It was reported that this right ventricular (rv) lead exhibited a safety switch due to a linear rise in high pacing impedance. The lead remains in service. No adverse patient effects were reported.